Event description:
It was reported that the customer's pump screen was frozen and unresponsive, preventing interaction. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, but it did not resolve the issue. The customer reverted to multiple daily injections (mdi) as a backup insulin therapy.